Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) was ovalized approximately 5.0 cm from the hub and kinked approximately 94.0 and 98.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the benchmark dc was kinked. This damage may have occurred due to forceful manipulation of the device within tortuous patient anatomy. Further evaluation revealed the benchmark dc was ovalized near the hub. This damage may have occurred due to over-tightening of a hemostasis valve during use. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a benchmark 6f 071 delivery catheter (benchmark dc). It was noted that the patient had tortuous anatomy. During the procedure, while attempting to advance the benchmark dc into the patient¿s body using a non-penumbra short sheath, the physician experienced resistance and subsequently, the benchmark dc became kinked in two places. Therefore, the benchmark dc was removed and the procedure was completed using another catheter and the same non-penumbra sheath. The physician indicated that he did not have a lot of support for the benchmark dc by only using the short sheath for access. There was no report of an adverse effect to the patient.